Manufacturer narrative:
Na

Event description:
It was reported that when the patient's parents came into the room, they found the ventilator flashing low pressure in the display with no audible alarm. No patient harm reported.